Event description:
The customer was hospitalized for low bgs. It was reported that customer was disconnected during rewind and prime. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, the customer reported they had a carpal tunnel surgery last two weeks.